Event description:
Consumer reports getting very high readings with their plink meter. Comparing to another meter (competitive). Analysis run on clark error grid using competitive reading (160) as ref. Point vs. Bd readings (390) yielded data points in the c range of the grid, outside of acceptable limits.